Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise. The lead was capped and replaced on (B)(6) 2016. Patient condition was good.